Event description:
During preventive maintenance, it was found that the (audible alarm) speaker was not working. The device was not in patient use and there was no reported patient harm. The device was returned by the customer, evaluated by a service technician and the failure was duplicated. The technician replaced the keypad assembly to correct the problem. It was determined that the speaker wire had broken creating an open condition resulting in alarm failure.